Manufacturer narrative:
Assay related issue could not be detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The last calibration performed on 28-may-2019 had no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with the elecsys estradiol iii assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. An aliquot of the first sample processed on a pre-analytics system initially resulted with an estradiol value of 57.79 pg/ml when tested on the e 602 analyzer. The same aliquot was repeated, resulting with a value of 122.2 pg/ml. The primary tube of the sample was then repeated, resulting as 55.8 pg/ml. An aliquot of the second sample processed on a pre-analytics system initially resulted with and estradiol value of 55 pg/ml when tested on the e 602 analyzer. The sample was repeated, resulting with a value of 18 pg/ml. No adverse events were alleged to have occurred with the patient. The estradiol reagent lot number was 394029.